Event description:
The customer reported that the needle did not deploy when the start button was pressed. The customer's blood glucose level was 280 mg/dl. The pod was worn for less than an hour.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle did not deploy, or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.